Manufacturer narrative:
Additional manufacturer narrative will be: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer contacted healthcare provider for backup insulin therapy. Customer¿s blood glucose level was 200 mg/dl.